Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital after receiving multiple inappropriate therapies. Medications were changed, but patient continued to receive inappropriate therapies. Programming changes were made and no further issues were seen.